Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿they never use the gloves¿ that were provided; instead they used ¿the hand cleanser¿ prior to therapy. The peritonitis was manifested by cloudy fluid. The patient was hospitalized for the peritonitis event for ¿24 hours¿ and was treated with an unspecified intraperitoneal antibiotic for the event. The patient returned to the hospital and was given an unspecified antibiotic ¿that will last 5 days¿ and will continue treatment for ¿the next two-three weeks¿ (no further details). Dianeal therapy was ongoing. At the time of this report, the patient outcome was not reported; however, the patient reported they are feeling fine and will continue on antibiotics. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.